Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a navio assisted ukr surgery, when the surgeon went to bur the femur, the drill would not spin and the e2 error was showed. The surgeon did not have the bur on bone before attempting to spin it. Troubleshooting was performed, including verifying it was on cut mode, the surgeon removed his foot from the pedal for 2-3 seconds, and attempting to verify the bur could spin in a no load situation. Finally the drill was unplugged from the navio cart and tried to reconnect it. None of these cleared the error. A handpiece test, and drill test were conducted prior to the case and both tests passed. After the case, the drill test failed for this drill. Upon a system restart the drill functioned normally. The case was re-entered and again the drill was able to spin. After testing the drill from the other tray with the drill test, it failed two times. At the third attempt the drill worked after having a foot on the pedal for several seconds. Surgery was performed manually after a non-significant delay. No harm to the patient or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The navio anspach console, part number 200419, s/n: (B)(6), used in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The console was inserted into a functioning navio system. Beginning the drill test generated an e2 error. Disconnected the drill and restarted the drill test and the error continued. Power cycled the console and the error was no longer present. This is consistent with the intermittent e2 error. The most likely cause of this event is related to an internal electrical issue. The anspach console is an OEM device and the root cause cannot be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that, during a navio assisted ukr surgery, when the surgeon went to bur the femur, the drill would not spin and the e2 error was shown. Troubleshooting was performed, however none of these cleared the error. Surgery was performed manually after a non-significant delay. No harm to the patient or further complications reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.